Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2,h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black out, camera cable malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since there was malfunction on camera cable, signal from charged coupled device might have been unstable, and video signal might have not been transmitted properly a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that camera head had noisy image. The issue was found during inspection for use for an unspecified therapeutic procedure. The intended procedure was able to be completed using a similar device. There were no reports of patient harm.